Event description:
It was reported that the patient presented with a ventricular lead warning. The impedance had increased to high measurements. The lead remains in use but a consult will occur on further intervention. It was noted that the patient experienced palpitations, but were most likely due to the patient's atrial fibrillation. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.